Event description:
In 2009, customer reports a female pt from the ER having MRI with contrast (optimark, lot # p251a, exp. Date unk). IV access right ac. Technologist reports approximately 20ml infiltrated. Pt reported "cold" sensation at IV site. Pt treated with warm compress. Radiologist informed and pt returned to ER. Pt is fine.

Manufacturer narrative:
Fse tested and verified injector operational functions per optistar le service checklist. Fse reports he was unable to duplicate any error codes and the injector passed all service and pressure tests. Returned to full service by the customer.